Event description:
The initial report indicated that after purging the orbit complex fill coil 6x15 delivery system (637cf0615/15273799) and unzipping the coil introducer, the physician attempted to insert the coil into the microcatheter (prowler plus), but there was resistance between delivery tube and coil introducer and had to replace the coil system with another product (details unknown). However, upon receipt of the product for analysis, the coil was found stretched. The procedure was completed without further difficulties. No patient injury was reported. .during prep, all IFU guidelines were followed. The coil remained attached to the delivery system. The product will be returned for evaluation. Procedure was coil embolization for right pulmonary avf.

Manufacturer narrative:
The product was received for analysis, and the analysis is pending. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After purging the orbit complex fill 6x15 coil delivery system ((B)(4)) and unzipped the introducer, the physician attempted to insert the coil into the microcatheter (prowler plus). However, but he experienced resistance between delivery tube and coil introducer and had to be replace the coil system with another product (details unknown). Additionally, the product was received for analysis and the coil was stretched. The procedure was completed without further difficulties. During prep, all IFU guidelines were followed. The coil remained attached to the delivery system. The product will be returned for evaluation. Procedure was coil embolization for right pulmonary avf. No patient injury was reported. One non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube was found kinked and bent. No other anomalies were found. Note: introducer was not received. Gripper and embolic coil were inspected under a microscope, embolic coil was found stretched at the proximal section while gripper presented no damage. Functional test could not be performed due to introducer was not received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil impeded-in introducer' could not be evaluated due to introducer was not received. The failure reported by the costumer as 'coil unraveled/stretched' was confirmed, during analysis it was noted that embolic coil was stretched at the proximal section. The root cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. The failure reported by the costumer as 'coil impeded-in introducer' could not be evaluated due to introducer was not received. The failure reported by the costumer as 'coil unraveled/stretched' was confirmed, during analysis it was noted that embolic coil was stretched at the proximal section. The root cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time.